Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date (B)(6) 2013, inratio inr 5.1 and 1.0. The time between testing was within one hour. Reportedly, multiple drops of blood was added to the strip. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.